Event description:
Hmsc reported ra threshold test unsuccessful. Recordings show possible loss of capture and farfield noise. Lead trends appear unremarkable. Advised further lead evaluation. Lead currently remains implanted. No adverse patient events were reported. Should additional information be received, this file will be updated.

Manufacturer narrative:
Combination product: yes.

Manufacturer narrative:
Combination product: yes. The device is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.